Event description:
Consumer called stating he was pushing his wife in her trsx5 and both handgrips came off in his hand and she went flying. He said he put them on himself. The owner's manual states if they are loose or moving around, they are unsafe, there is a warning listed.